Event description:
When the blood parameter monitor (bmp) was returned to the manufacturer for an unrelated repair, it was reported by the user facility's perfusionist that the monitor had drifting values. The perfusionist stated that the drifting was most noticeable on the hemoglobin. This issues were reported related to this issue.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.